Event description:
Pt reported 2nd degree burn 7 days after having an mr scan on the posterior of the head. Pt described this burn as a half circle that extended from behind one ear to the opposite ear. Pt felt nothing unusual during the scan, although, she stated that she was sedated with oral medication. The pt visited her own physician on (B)(6) 2008 who confirmed the presence of 2nd degree burns. The pt reported that she was wearing scrubs for the exam and was not wearing any jewelry or lotions. The image provided by the site confirm a foreign object which is electrically conductive, placed over the pt's face. According to the customer, (B)(6), this object is an eye pillow containing flaxseed used to calm pts during the scan. This product has not been tested, approved or recommended by siemens.

Manufacturer narrative:
Siemens service engineer, (B)(4), checked the system and it was found to be working within normal specifications. The coil used during the exam was replaced and returned to the factory for evaluation. The head matrix coil passed coil qa and no other defects were found.